Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused lung cancer, difficulty breathing and re-occurring sinus infections. The patient did report to receive medical intervention and is on oxygen therapy. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused a patient to develop lung cancer, difficulty breathing and re-occurring sinus infections. This event is not assessable due to insufficient information related to: device use, diagnoses timeline, and any interventions.the patient did report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused lung cancer, difficulty breathing and re-occurring sinus infections. The patient did report to receive medical intervention and is on oxygen therapy. The device was returned to the manufacturer's quality product investigation laboratory (pil) for investigation. The manufacturer visually inspected the device. Pil observed the following from and external and internal inspection: ui (users interface) knob missing, air inlet filter missing, the air outlet port had dust-like contamination in it, air inlet had tan dust-like contamination in it, pca (printed circuit assembly) had dust-like contamination all over the top of it, dust-like contamination on the top of the blower box lid and surrounding area. Dust-like contamination on the top of the blower motor and inside of the blower box. Bottom enclosure had dust-like contamination in it, air inlet seal had yellowed and had dust-like contamination on it, the sound abatement foam was intact and had dust-like contamination on top of it the device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 4 error codes. The manufacturer applied power to the device and verified airflow. The source of contamination was external to the device and manufacturer was unable to address the symptoms specified. The manufacturer concluded, there was no evidence of sound abatement foam degradation. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to product problem (adverse event and product problem was checked in the previous MDR) section h1 was changed from serious injury.to malfunction. Section h6 health effects - impact code was corrected.